Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl. The customer reported they did not receive insulin and a no delivery alarm did not occur on the insulin pump. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the drive support cap appeared to be normal. It was also found the customer did not have a bent cannula after removing their infusion set. The insulin pump also passed a high pressure test during troubleshooting. The customer reported insulin was not exiting from the cannula during troubleshooting. Customer's current blood glucose was 173 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no delivery anomaly noted and delivered a bolus properly. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.